Event description:
It was reported that the insulin pump had physical damage to it, with cracks around the battery rim and pieces breaking off of it. The blood glucose reading was 162 mg/dl. The customer's mother stated that she had no idea how the damage occurred. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.